Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) for spinal pain. It was reported that sometimes the stimulation would go faster or slower when the patient would get up to walk. The patient was redirected to follow up with their healthcare professional (hcp). No further complications were reported. Follow up was conducted.